Event description:
The hosp reported an employee was burned while setting up the device for a demonstration. The employee was reportedly holding the device in their hand when it was plugged in and rec'd a burn. The employee had no visible injury, and no medical intervention was needed.